Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025 d4 batch # p58f14 b3: only event year known: 2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45d reload was returned unfired with the one pieces sled missing and with an open package. In addition, 2 double drivers missing making the reload non-functional. No functional test was performed due the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. It is possible that the condition noted on the drivers was due to improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number p58f14, and no non-conformances were identified.